Manufacturer narrative:
Analysis of 3058 revealed that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery is near normal battery depletion. Analysis of 3889-33 (lot# va14bzc) revealed that the outer insulation of the lead was twisted. Note: eval code-result 213 <(>&<)> 825 applies to 3058. Eval code-result 452 <(>&<)> 180 applies to lead. Eval code-conclusion 71 applies 3058 <(>&<)> eval code-conclusion 67 applies to lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Product was evaluated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as interstim was not working even after multiple programming. They did a revision and discovered that leads were frayed.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-33, lot# va14bzc, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Product ID: 3889-33, lot# va14bzc, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) from an healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic. The rep was advised that the patient had premature battery depletion and impedance on every electrode. The patient had fallen previously, but did not remember if they fell on their implant. The patient had a revision and it was discovered that the lead had frayed. The issue was resolved at the time of this report. No complications were reported or anticipated.